Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. The investigation determined the likely root cause of the reported orange stain of the articulating surface was derived from biological fluid as reported in the materials analysis report. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The femoral and tibial components were revised due to loosening. At the revision surgery, the orange stains were found on the insert. The surgeon would like to know the elements of the orange stains.

Event description:
The femoral and tibial components were revised due to loosening. At the revision surgery, the orange stains were found on the insert. The surgeon would like to know the elements of the orange stains.